Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 5 mg/day and 40 mg/ml bupivacaine at 10 mg/day via an implantable pump for non-malignant pain. It was reported that there was an infection six weeks after implant with pussing at the pump site. No diagnostics or troubleshooting was performed. The event date was noted to be (B)(6) 2017. The device was explanted and a drain was placed to flush the infection. The event was noted to be unresolved and the patient was noted to be "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.